Event description:
The customer called to report no delivery alarms and a blood glucose reading of 333 mg/dl. The customer also stated that he was calling from the hospital where he was admitted for unknown reasons. The customer stated that he has given himself insulin by manual injection, and continues to experience elevated blood glucose levels. The customer stated that he may be experiencing high blood glucose levels due to stress from being in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.